Manufacturer narrative:
Investigation of the returned parts reveals that the causes of the malfunction are due to a series of events: the failure was initiated on a drivetrain mounting plate where a crack developed from the tearing of incomplete weld penetration. The crack causes the tilting of the whole power wheelchair due to bending the mounting plate. This tilting applied a larger than normal force on the mounting plate. However, no breakage and separation should occur at this stage. Customer also indicated the wheel was crooked for sometime. Due to the customer's uncommon heavy usage and indicated harsh working environment (public transportation), two additional correct weldments cracked and resulted in the failure of the mounting plate. This separation of the wheel can be avoided if the chair is examined when the customer felt the wheel was tilted, as a tilted wheel indicates a beginning point which can lead to the malfunction of the structure mounting plate. The mounting plate's structure design will not cause sudden failure and the crack can also be detected through routine maintenance by visual examination. Therefore we regard this incident as a single independent incident. In addition, reinforcement of the weld area will be performed on further production for a better quality assurance.

Event description:
Customer is a very heavy user and takes public transportation or access transportation 4 to 5 days a week. The individuals working for both public transport have a difficult time securing the unit, or do not secure it properly and as a result the unit has been treated fairly harshly. Weld broke while customer was driving, chair rammed into the wall and broke her joystick. Customer also said that the wheel felt crooked for a while, thankfully, when the motor mount finally gave way when she was in her home, and did not sustain any injuries.